Event description:
Multiple surgeons and staff operating on a trauma pt - used very large amounts of irrigation fluid - which ran off bed and down pedestal. Plug at base of pedestal caught fire - staff quickly unplugged from over head outlet. No harm to pt or staff.